Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported that there was metal abrasion from the shaver. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Event description:
Initial event description: metal abrasion shaver. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes. New information received: what was the failure on the device? Extreme metal abrasion. Was the failure found during a procedure? Yes. How was the procedure completed? With the same shaver. Were there any patient consequences? No.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. The exp date was documented as unknown in the initial report and has been updated as 10/31/2022; therefore, UDI (B)(4). Investigation summary: the complaint device was received and inspected. The complaint was confirmed. The device was forwarded to supplier quality engineering for further investigation. The supplier quality engineer indicated that when the device was rotated there was no resistance felt and no binding detected. One tooth of the distal tip was deformed, and areas of excessive scratching above the weld were present. The supplier indicated that all machining steps including electropolish, greasing and heat treatment were performed according to specification. Inspection for concentricity, hardness and dimensional analysis that is critical to quality (ctq) showed no signs of anomalies that would contribute to the reported failure. Processing steps and equipment were investigated, and all steps were performed without incident or changes to the equipment including non-standard preventative maintenance (pm). Given the information provided we cannot discern a definitive root cause for the reported failure. A design review has been initiated to further investigate this failure. The device history record (DHR) review indicated that non-conformance conditions were identified, however the issues identified are unrelated to the complaint condition. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Device evaluation update: the complaint device was received and inspected. The complaint was confirmed. The device was forwarded to supplier quality engineering for further investigation. The supplier quality engineer indicated that when the device was rotated there was no resistance felt and no binding detected. One tooth of the distal tip was deformed, and areas of excessive scratching above the weld were present. The supplier indicated that all machining steps including electropolish, greasing and heat treatment were performed according to specification. Inspection for concentricity, hardness and dimensional analysis that is critical to quality (ctq) showed no signs of anomalies that would contribute to the reported failure. Processing steps and equipment were investigated, and all steps were performed without incident or changes to the equipment including non-standard preventative maintenance (pm). Given the information provided we cannot discern a definitive root cause for the reported failure. A design review has been initiated to further investigate this failure. The device history record (DHR) review indicated that non-conformance conditions were identified, however the issues identified are unrelated to the complaint condition. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.